Event description:
It was reported that under detection was noted on ventricular fibrillation (vf) episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.